Event description:
Customer reported a button error on his insulin pump. The act button has to be pressed twice for it to respond. The device beeps very low. Customer has not started using the device yet, but it only checking it out before he meets with his trainer. Customer's blood glucose is 150 mg/dl. There were no significant events leading to the alarm. The device passed the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. The insulin pump passed the self test. No audio anomaly was noted. No cosmetic damage was noted.